Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic for a follow up after receiving a vibratory patient notification via merlin.net transmission. High, out of range, high voltage lead impedance and high capture threshold was observed on the rv lead. Lead impedance was gradually increasing and no other electrical anomalies were observed. Patient is not pacemaker dependent. Patient is scheduled for a chest x-ray and will continue to be monitored with routine follow up. No further information available.